Manufacturer narrative:
The company rep examined the system and noted the left heel paddle defective on the footswitch. No other problems were found. The system was tested and met all specs with exception of the "footswitch positions" test. The customer ordered a replacement footswitch. The root cause is unk at this time. (B)(4).

Event description:
A customer reported that a system message displayed when changing from vit mode to extrusion mode. The footswitch display was then noticed lit as if the foot pedal was depressed; however, the surgeon's foot was not on the pedal. The pt's eye was stabilized, the system's connections were checked, and then the system was recycled. After three attempts to prime the system, an alternate system was used to complete the case following a 20 to 30 minute delay. There was no injury or harm to the pt. Add'l info has been requested.